Event description:
It was reported that the subject device had front panel lights are blinking. The issue was found during set up of device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d4. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed, and the customer was instructed to actuate the switch located at the 12:00 position in the light socket. After doing so, the blinking lights stopped, and the device resumed normal function. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.